Manufacturer narrative:
The case report does not specify the number of sutures involved in creating the neochordae in the initial procedure. The authors hypothesize that the suture failure is likely due to intracardiac forces that exceed the strength of the suture rather than a structural change of the suture leading to a failure. Based on the limited information provided, a root cause has not been determined. All information has been placed on file for use in tracking, trending and follow-up. Citation: michael h. Yamashita, peter l. Skarsgard, intermediate and early rupture of expanded polytetrafluoroethylene neochordae after mitral valve repair. The annals of thoracic surgery 2011:92:341-343.

Event description:
A review of the annals of thoracic surgery, (B)(6) 2011, revealed a case report entitled, "intermediate and early rupture of expanded polytetrafluoroethylene neochordae after mitral valve repair." This report describes a (B)(6) female pt with severe mitral regurgitation necessitating mitral valve replacement 14 months after the initial repair. The authors noted that the cv-5 eptfe neochordae (gore-tex suture) were ruptured in several locations. The valve replacement was successful and the pt had an uneventful postoperative recovery.